Event description:
The explanted device and device explantation report form (derf) were received at headquarters. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the conductive link in the radical cavity. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This goes in line with the inadvertent cut of the conductive link indicated on the explant report. This is a final report.

Event description:
The explanted device and device explantation report form (derf) were received at headquarters. According to the derf the conductive link was visible in the radical cavity leading to revision surgery. It is indicated that the conductive link was inadvertently cut during surgery leading to reimplantation with a new device.